Event description:
It was reported that there was pinhole in the foley catheter was confirmed during pre-test.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was pinhole in the foley catheter was confirmed during pre-test.

Manufacturer narrative:
The reported event was confirmed - cause unknown. The product had caused the reported failure. Evaluation observed there were scratch and jagged tear at bifurcation. There was no pinhole on catheter. Introduced water into inflation lumen and observed there was no leakage from the catheter. However, the exact cause of how and when problem occurred could not be determined. A potential root cause for this failure mode could be user related (eg: rough handling), operator error, mechanical force. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "(warnings] concerning use: 1. Since it may be difficult to remove catheter even after balloon deflation in some cases, the catheter should be removed under the physician's instructions by reference to the section "serious adverse events." 2. When inserting catheter with a stylet, confirm that the stylet has reached the tip of the catheter, and then insert without pulling them back. [Otherwise, the stylet may exit the side hole to damage the urethral mucosa,] 3. When deflating balloon, allow balloon to deflate on its own; do not use excessive force in aspirating with a syringe. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the balloon cannot be deflated.] 4. When catheter is inadvertently removed, inspect the balloon and shaft of catheter for rupture, damage, etc. Before inserting a new catheter. [Fragments of the balloon or segment of catheter may remain in the bladder.]. Caution should be exercised in the following patients: ¿ use with great care for patients with disturbance of consciousness, etc. [When patient removes catheter unconsciously, the mucosa of the bladder and urethra may be damaged, balloon may be ruptured, catheter may be broken, and catheter fragments may be left behind in the bladder.] [ contraindications/prohibitions] concerning use 1. Do not reuse. 2. The balloon and shaft of catheter should not be pinched with forceps, etc. Damage to the catheter with a blade or sharp-edged devices must be avoided. [There is a strong likelihood that breakage or spontaneous removal of catheter, or rupture of balloon will occur, and that inability of balloon to deflate may make removal of the catheter difficult.] This product is contraindicated in the following patients: patients with a past history of allergic reactions to silver or natural rubber. [Prohibited concomitant use] 1. Do not use ointments, contrast medium or lubricants having a petrolatum base on catheter (including of of animal or plant origin, such as olive oil and petroleum jelly, and mineral oil). [They will damage latex and may cause balloon to burst. Do not wipe catheter surface with organic solvents (such as alcohol).] 2. No substance except sterile water should be used to inflate the balloon. [A contrast medium may cause balloon to burst, if normal saline is used, crystallized salt may occlude the inflation lumen to prevent deflation of the balloon. When air is used, air may escape to cause spontaneous deflation of the balloon so that the catheter may come out prematurely. [Indications for use] . This device is an indwelling catheter in the bladder for urinary drainage. The surface of catheter is coated first with a trace amount of metallic silver, and then with polyurethane onto that, to inhibit proliferation of bacteria that may adhere to the catheter. [Precautions] . 1. Precautions for use -natural rubber may cause allergic symptoms including itching, redness, urticaria, swelling. Fever, dyspnea, asthma-like symptoms, decreased blood pressure, shock, etc, when such symptoms appear, use of the device should be stopped immediately, and consult the attending physician so that appropriate measures should be taken. - when this device is used for patients with a high urinary calcium value, adhesion of calcium to the external surface of balloon and occlusion of the catheter may occur. 2. Important precautions -product is sterile unless package is opened or damaged. This device is for urological use only. Do not use for other purposes, the law restricts this device to sale by or on the order of a physician. When abnormal resistance is encountered in inserting catheter, do not use excessive force, and remove the catheter to find out the cause of difficulty in insertion. When inflating balloon with sterile water, do not exceed recommended capacities printed on the cap. Foley catheter with 10ml printed cap use 10ml sterile water [otherwise, the balloon may burst or be unable to deflate.] When inflating or deflating balloon with sterile water, use a luer tip (needleless) syringe. Do not use a needle. Visually inspect the product for any imperfections or surface deterioration prior to use. Do not resterilize. Use this device immediately after opening the package. After use, handle and dispose of in accordance with accepted medical practice and applicable regulations. Do not aspirate urine through drainage funnel wall. [This may cause malfunction of catheter, or urinary tract infection.] Since movement of the body, etc., may twist or bend catheter to cause occlusion, care should be taken to fix the catheter securely. -when urinary flow cannot be noted, confirm that the catheter is neither occluded nor broken. To deflate balloon and remove catheter, gently insert a luer tip (needleless) syringe in the inflation valve. Even without aspiration, sterile water in the balloon will come out spontaneously through balloon deflation. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered. Store catheters at room temperature away from direct exposure to light. Inspect packaging prior to use. If packaging is opened or damaged, do not use." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.